Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown trident shell. The medical review of the provided x-rays confirmed the dislocation of the liner. The clinical consultant noted that the cup position appeared adequate although the cup anteversion is possibly somewhat on the low side. It was noted that there is no evidence to suggest a device related issue. The exact cause of the event could not be determined because of the insufficient information provided. Device remains implanted.

Event description:
It was reported that a patient had a tha with trident cup and accolade stem on (B)(6) 2014. The patient had revision surgery to replace the head and insert, because the insert was dislocated forward. The doctor considered that the locking with cup and insert was insufficient. Doctor's request : a confirmation whether locking had been. Additional information: the explanted device was insert. The head was not explanted. The insert was replaced new one.